Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, the customer reported having delivered 10 units of insulin via a bolus by accident. Reportedly, the customer was able to successfully suspend bolus delivery. Blood glucose level ranged from 140-146 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.